Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not operate, and the foot switch was not working in the ophthalmic system. The surgery was completed on the same day using another system. Procedure details and patient impact were not provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was able to replicate both reported vit cutter and footswitch issues. The vitrectomy valve assembly was replaced to address the vit cutter issue. The footswitch was replaced to address the footswitch issue. The system was tested and found to meet product. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The root cause of the reported ¿vit cutter issues¿ is attributed to the nonconforming vitrectomy valve component. The root cause of the reported ¿footswitch issues¿ is component wear of the system as displayed by corrosion at the heel switch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).